Event description:
Additional information was received from a foreign healthcare provider via a company representative. The event was first observed in october of 2024. The patient¿s age at the time of the event was unknown. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp), foreign) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that a patient, due to his illness, has had difficulty healing the wound immediately after the implantation of the intrathecal pump. Now, a week after the refill, the wound was infected despite continuous dressings and antibiotic prophylaxis. The hcp asking if there were any guidelines for safely performing the refill given that the wound was now infected. It was noted this was an immune-depressed patient with healing problems. This situation was the origin of the infection related at the implanted area. There was no allegation from the patient or the physician about the implanted device. The reported infection was due to the ongoing pathological condition of the patient and not related to the implanted device.